Event description:
It was reported that, rotation issues were noted on the helix of the right ventricular (rv) lead. The rv lead was not implanted, and a new rv lead was successfully implanted to resolve this event. The patient was stable.